Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fractured on the distal shaft. If the device is forcefully retracted against resistance, damage such as this may occur. Evaluation of the non-penumbra sheath revealed that the device was fractured. Based on the reported complaint and the return conditions of the devices, the root cause of the cat7 becoming stuck could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), an indigo system aspiration catheter 6 (cat6) and a non-penumbra access sheath. During the procedure, while the physician attempted to retract the cat7 from the patient, the cat7 became stuck inside the access sheath. Subsequently, while the physician kept attempting to pull the cat7 out, the distal tip of the cat7 broke off within the access sheath. Therefore, the physician removed the access sheath containing the broken distal tip of the cat7. Afterwards, the patient was examined under fluoroscopy to ensure that no part of the cat7 was left in the patient's body. It was also reported that the physician used a cat6 at one point during the procedure and it should be noted that there was no alleged deficiency or damage to the cat6. The procedure ended after the removal of the cat7 and the cat6. There was no report of an adverse effect to the patient.